Manufacturer narrative:
Carestream health has evaluated the device. Csh service engineering investigation: fe confirmed that the spark was observed by the employee while inserting the power plug. Found no physical design defects on the returned cord reel/plug. No issues were observed during energized resistance testing - this confirms no shorts and no concerns with the returned condition of the power plug. The fe confirmed the spark observed by the employee while inserting the power plug. The sparking could be attributable to known cause of unplugging or plugging the power plug while the ac breaker on. Cord reel replaced and soft start circuit to mitigate sparking has been installed. Break-fix. The drx-revolution mobile x-ray systems are tested and conform to all the required iec 60601-1 medical electrical equipment safety standards applicable to this product. When the plug is properly inserted or removed from the receptacle, the presence of small blue arcs does not pose a hazard to the user. This component does not generate electricity and cannot cause the operator to receive a shock. It remains unknown how the operator could have received a shock because the plug is an insulated housing made of plastic non-conductive material. Carestream has completed this investigation.

Event description:
On (B)(6) 2022, carestream health (csh) was informed, of an incident which occurred at kaiser mt. View. The site alleged that while plugging in the drx-revolution system, a tech observed a spark and then felt electricity through their hand. The tech visited the emergency room due to experiencing heart palpitations after the incident. There have been no additional details regarding the tech's status or condition. There was no patient involvement.